Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced foreign matter on device cannula / needle / syringe or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated there was "foreign body on the needle tip."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for fm on IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced foreign matter on device cannula / needle / syringe or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated there was "foreign body on the needle tip."